Event description:
The customer reported that the bedside monitor (bsm) showed communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) showed communication loss (comm loss). Technical support (ts) is working with the customer to resolve the reported problem. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the bedside monitor (bsm) showed communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) showed communication loss (comm loss). Technical support (ts) is working with the customer to resolve the reported problem. There was no patient injury reported. Investigation summary: based on the available information, the root cause of the issue is customer network environment. The issue was due to the customer's network environment. There is no malfunction of an nk device. No corrective actions would be performed at this time. Attempt # 3 02/07/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have the serial numbers of each individual monitor as it was an intermittent issue with many monitors on the network. Per the customer, the communication loss was due to flawed network cabling. Corrected information: nihon kohden discovered that the initial MDR report was sent with the incorrect year of 2021. The correct year should be 2022 (note: the year in the actual field has not been changed.) Manufacturer references # (B)(4) follow up 001.